Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a lot of pain in their spine, lower back, and buttocks; they noted that the pain was immense. The patient reported that when they turn the stimulation on the pain gets worse. They initially went to turn the stimulation up because the pain was so severe but when they did, the patient programmer showed a "call your doctor" message. The patient was uncertain what code it was showing. No further complications reported.